Event description:
Customer reported the system is intermittently displaying an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and will replace the high voltage tank and batteries when they arrive. It is anticipated that installation of these parts will restore the sys to operating as intended.